Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a dim display. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested a replacement user interface assembly. The rse created a material only work order to have the replacement part shipped to customer.

Manufacturer narrative:
Multiple attempts have been made to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.